Event description:
The hospital reported that during an off pump procedure the foot on the stabilizer broke off at the tri-slot. The report did not provide any additional info. No pt complications were reported by the hospital. Failure analysis performed in february 2004 on the returned device shows the foot broke into multiple pieces. This is a reportable malfunction.